Event description:
It was reported that 2 of the bd luer-lok¿ syringes plunger movement were difficult. The following information was provided by the initial reporter: a telephonic call was received from the hospital and I visited there and found that the plunger of the syringe came out while filling the drug by the nursing staff which was a case of drug spillage and even on syringe pump is not working.

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2301101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. The silicone employed in this product is a medial grade and is used during the syringe assembly process to in order to help ease the movement of the plunger. Retained samples of the same lot were used for additional evaluation. The products were visually inspected, no issues were observed and the plunger moved without issue. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content tests are conducted for each lot. Results for the reported lot were reviewed and no issues were identified. The retained samples underwent these same evaluations and all product was verified to meet required specifications. Based on our investigation, we are not able to determine a root cause at this time.

Event description:
It was reported that 2 of the bd luer-lok¿ syringes plunger movement were difficult. The following information was provided by the initial reporter: a telephonic call was received from the hospital and I visited there and found that the plunger of the syringe came out while filling the drug by the nursing staff which was a case of drug spillage and even on syringe pump is not working.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.